Event description:
It was reported that 3 days after implant, the patient was seen at the hospital. It was noted that the right ventricular coil impedance warning was triggered for increased impedance. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.